Manufacturer narrative:
Date of event estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 90cm length, model: 3189, UDI: (B)(4), serial: (B)(6), batch: t00005217.

Event description:
It was reported that the patient was experiencing ineffective therapy, upon further investigation, the patient's left lead migrated, which was confirmed via x-ray. Surgical intervention may take place at a future date. Investigation was unable to determine which lead migrated.

Manufacturer narrative:
A patient experienced ineffective therapy/lead migration was reported to abbott. Lead migration was confirmed via x-ray. The patient's lead was explanted and replaced to address the issue. Effective therapy post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Section d4 correction: additional device information has been corrected to the device the allegation is against. 'Component most likely' is no longer applicable.

Event description:
Additional information indicates, surgical intervention was undertaken on 15oct2024 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.